Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240(air in set) while on homechoice (hc) device during use, during dwell 2 of 3. The baxter technical service representative (tsr) explained the message to the home patient (hp) and informed the hp to use a manual bag and contact the nurse regarding the alarm. The hp followed the instructions. The tsr documented during troubleshooting that the clamp on an unused supply line was open. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is a use error that can cause system error 2240 alarms. The cause was determined to be an open clamp. A labeling review found the patient at home guide to be adequate for the prevention of the use/user error related to this incident. This issue is being investigated through CAPA.